Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('could not see the essure'), menorrhagia ('menorrhagia') and genital injury ('removal of both fallopian tubes due to the damage') in a 36-year-old female patient who had essure (batch no. B02260) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vomiting, hematuria, flank pain, asthma bronchial and hemorrhagic cyst. Concurrent conditions included abdominal pain, migraine, nausea and chills. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2016, fluticasone propionate;salmeterol xinafoate (advair) since 1986, salbutamol (albuterol hfa) since 1986, salbutamol since (B)(6) 2016 and sumatriptan succinate (imitrex df) since (B)(6) 2017. In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. In 2013, the patient experienced pelvic pain ("pelvic pain") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("depression") and migraine ("migraines"). In 2017, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), headache ("headaches"), dermatitis allergic ("rash/skin condition") and post procedural complication ("post procedural complication"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy and ablation on (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, vaginal haemorrhage, allergy to metals and dermatitis allergic had resolved and the device dislocation, genital injury, female sexual dysfunction, dyspareunia, vaginal discharge, anxiety, depression, migraine, headache, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dermatitis allergic, device dislocation, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital injury, headache, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: pelvic pain, menorrhagia and perforation diagnostic results: on an unspecified date,transvaginal ultrasound done which showed after pain developed physician said could not see the essure. Tubal ligation on (B)(6) 2013. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record; menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('could not see the essure'), menorrhagia ('menorrhagia') and genital injury ('removal of both fallopian tubes due to the damage') in a 36-year-old female patient who had essure (batch no. B02260) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vomiting, hematuria, flank pain, asthma bronchial and hemorrhagic cyst. Concurrent conditions included abdominal pain, migraine, nausea and chills. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2016, fluticasone propionate;salmeterol xinafoate (advair) since 1986, salbutamol (albuterol hfa) since 1986, salbutamol since (B)(6) 2016 and sumatriptan succinate (imitrex df) since january 2017. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. In 2013, the patient experienced pelvic pain ("pelvic pain") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("depression") and migraine ("migraines"). In 2017, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), headache ("headaches"), dermatitis allergic ("rash/skin condition") and post procedural complication ("post procedural complication"). The patient was treated with surgery (B)(6) 2017, hysterectomy with bilateral salpingectomy and ablation on (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, vaginal haemorrhage, allergy to metals and dermatitis allergic had resolved and the device dislocation, genital injury, female sexual dysfunction, dyspareunia, vaginal discharge, anxiety, depression, migraine, headache, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dermatitis allergic, device dislocation, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital injury, headache, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: pelvic pain, menorrhagia and perforation diagnostic results: on an unspecified date,transvaginal ultrasound done which showed after pain developed physician said could not see the essure. Tubal ligation on (B)(6) 2013. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record; menorrhagia. Lot number: b02260 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital injury ("removal of both fallopian tubes due to the damage"), device dislocation ("could not see the essure"), fallopian tube perforation ("fallopian tube perforation") and menorrhagia ("menorrhagia") in a (B)(6)-year-old female patient who had essure (batch no. B02260) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2017, 4 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital injury (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the genital injury, device dislocation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dyspareunia, allergy to metals and vaginal discharge outcome was unknown. The reporter considered allergy to metals, device dislocation, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital injury, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on an unspecified date,transvaginal ultrasound done which showed after pain developed physician said could not see the essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical history added:the event abnormal vaginal bleeding, apareunia, dyspareunia, nickel allergy, fallopian tube perforation, vaginal discharge, fallopian tube injury, could not see the essure added. Events outcome, lab data, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), genital injury ("removal of both fallopian tubes due to the damage"), device dislocation ("could not see the essure"), menorrhagia ("menorrhagia") and pelvic pain ("pelvic pain") in a 36-year-old female patient who had essure (batch no. B02260) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vomiting, hematuria, flank pain, asthma bronchial and hemorrhagic cyst. Concurrent conditions included abdominal pain, migraine, nausea and chills. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2016, fluticasone propionate;salmeterol xinafoate (advair) since 1986, salbutamol (albuterol hfa) since 1986, salbutamol since (B)(6) 2016 and sumatriptan succinate (imitrex df) since (B)(6) 2017. In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. In 2013, the patient experienced pelvic pain (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2013, the patient had essure inserted. In october 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain ("abdominal pain"). In january 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("depression") and migraine ("migraines"). In 2017, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital injury (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and headache ("headaches"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy and ablation on (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital injury, device dislocation, female sexual dysfunction, dyspareunia, allergy to metals, vaginal discharge, anxiety, depression, migraine, headache and abdominal pain outcome was unknown and the menorrhagia, pelvic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device dislocation, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital injury, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on an unspecified date,transvaginal ultrasound done which showed after pain developed physician said could not see the essure. Tubal ligation on (B)(6) 2013. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record; menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Concomitant drugs added. Events depression, migraines, headaches, abdominal pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), genital injury ("removal of both fallopian tubes due to the damage"), device dislocation ("could not see the essure"), menorrhagia ("menorrhagia") and pelvic pain ("pelvic pain") in a 36-year-old female patient who had essure (batch no. B02260) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2017, 4 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital injury (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy), surgery (20jul2017, hysterectomy with bilateral salpingectomy), surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy) and surgery (ablation on (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital injury, device dislocation, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dyspareunia, allergy to metals and vaginal discharge outcome was unknown and the pelvic pain had resolved. The reporter considered allergy to metals, device dislocation, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital injury, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on an unspecified date,transvaginal ultrasound done which showed after pain developed physician said could not see the essure. Tubal ligation on (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), genital injury ("removal of both fallopian tubes due to the damage"), device dislocation ("could not see the essure"), menorrhagia ("menorrhagia") and pelvic pain ("pelvic pain") in a 36-year-old female patient who had essure (batch no. B02260) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, 4 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital injury (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy), surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy), surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy) and surgery (ablation on (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital injury, device dislocation, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dyspareunia, allergy to metals, vaginal discharge and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered allergy to metals, anxiety, device dislocation, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital injury, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on an unspecified date,transvaginal ultrasound done which showed after pain developed physician said could not see the essure. Tubal ligation on (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event psychological or psychiatric problems condition: mental anguish added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('could not see the essure'), menorrhagia ('menorrhagia'), genital injury ('removal of both fallopian tubes due to the damage') and pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. B02260) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vomiting, hematuria, flank pain, asthma bronchial and hemorrhagic cyst. Concurrent conditions included abdominal pain, migraine, nausea and chills. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2016, fluticasone propionate;salmeterol xinafoate (advair) since 1986, salbutamol (albuterol hfa) since 1986, salbutamol since (B)(6) 2016 and sumatriptan succinate (imitrex df) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. In 2013, the patient experienced pelvic pain (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("depression") and migraine ("migraines"). In 2017, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), headache ("headaches"), dermatitis allergic ("rash/skin condition") and post procedural complication ("post procedural complication"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy and ablation on (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, vaginal haemorrhage, allergy to metals and dermatitis allergic had resolved and the device dislocation, genital injury, female sexual dysfunction, dyspareunia, vaginal discharge, anxiety, depression, migraine, headache, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dermatitis allergic, device dislocation, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital injury, headache, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: pelvic pain, menorrhagia and perforation diagnostic results: on an unspecified date,transvaginal ultrasound done which showed after pain developed physician said could not see the essure. Tubal ligation on (B)(6) 2013. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record; menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event rash/skin condition and post procedural complication were added. Outcome of the events - pain, bleeding, allergy and perforation were updated to recoved/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.